Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump emitted call service alarms that could not be cleared 3 or more times within a 30-day period. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the moisture ingress issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed consecutive call service alarms recorded on (B)(6) 2013. On investigation, no call service alarms or other error, alarms or warnings occurred and the pump was found to be operating within the required specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.